Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 35 mg/dl. It was reported that the customer was brought to the hospital to bring up her blood glucose levels. It was reported that the customer was treated by paramedics before being brought to the hospital. The customer reported having incorrect settings on the insulin pump causing the low blood glucose levels. The customer declined to troubleshoot. No additional information was provided.